Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The reported patient effect of perforation is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary stenting procedures. In this case the reported patient effect, and the subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional absolute pro device referenced in b5 is filed under separate medwatch report number.

Event description:
(B)(4). It was reported that during recanalization of the chronic total occlusion (cto) of the severely calcified, superficial femoral artery (sfa), during a femoral to femoral crossover case, prior to stent implantation, a perforation was noted in the subintimal plane of the sfa while using the ht command 18 st guidewire. This was treated with manual compression and a balloon dilatation catheter. A balloon dilatation catheter was used proximal to the intraluminal bleeding, and manual compression was applied from medial. These two methods stopped the bleeding. The 6.0x120 mm absolute pro ll self expanding stent delivery system was advanced to the target lesion and deployment was initiated. After 5 mm of stent deployment, there was difficulty rotating the deployment wheel of the delivery system, a ¿crack¿ sound was heard and the delivery system (rotation handle) was not able to rotate any further. During removal of the stent delivery system, the absolute pro ll stent became elongated from sfa to the external iliac artery. This was treated with in-stent implantation of another stent (supera). The supera stent was required since it was not possible to treat the intended sfa location with the elongated absolute pro ll stent and it was not possible to withdraw (remove) the elongated absolute pro ll stent. No additional information was provided.